Manufacturer narrative:
Medical assessment has been performed and indicated that the emg tube did not cause or contribute to the reported event, the physician has confirmed that the tube was providing a patent airway. This event is a known inherent risk of surgery and general anesthesia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hemithyroidectomy procedure, the patient was intubated with the emg tube, 4cc of air was used to inflate the cuff. ¿immediately after intubation, very difficult to ventilate with high peak pressures, no etco2 (end-tidal carbon dioxide), and hypoxic respiratory arrest leading to cardiac arrest.¿ ¿CPR initiated immediately using acls (advanced cardiac life support) protocol, and ECMO (extracorporeal membrane oxygenation) consult called expeditiously given patient's inability to stabilize with acls protocol. While the working hypothesis was severe bronchospasm, possibly due to anaphylaxis, the patient did not stabilize with epinephrine which informed our decision to place her on ECMO. Additionally, we considered that the nim tube cuff may have herniated below the opening of the tube, but when a flexible bronchoscopy was performed through the nim tube, we had a clear view of carina and there was no obstruction of the distal orifice of the tube.¿ event resulted in patient death.